Event description:
It was reported tot philips that the heartstart mrx defibrillator failed the opcheck defib test with the test load. There was no patient involvement.

Manufacturer narrative:
(B)(4).